Event description:
It was reported that far r-wave oversensing intermittently leading to episodes of auto mode switch episodes were observed when an asymptomatic patient presented for routine follow-up. Programming changes were made and the patient will be followed-up normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.